Manufacturer narrative:
In the case description of the complaint, the user mentioned that a pdm alarm occurred and they attempted to reset the alarm by removing and reinserting the batteries. Once batteries were reinserted, the pdm was stuck in a looping reboot screen and could not be accessed. Upon inserting batteries into the returned pdm, the pdm was able to power on, but the pdm was stuck in a rebooting cycle, preventing access to the main menu of the pdm. Inspection of the internal components of the pdm found no damages or manufacturing deficiencies that would result in a processor boot loader failure. The exact cause of the processor boot loader failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 27.5mmol/l (495 mg/dl) and ketones present. The omnipod personal diabetes manager (pdm) was flashing on and off, leaving the patient unable to use it to bolus. At the hospital, the patient was administered 8 units of insulin (method unknown) and given insulin as backup.